Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue, allowing the pump to function properly. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.